Event description:
It was reported that patient was not receiving relief from symptoms; the health care provider went lower with the lead placement. Patient had bellows and toe between .5 and 2 amps. It was noted that device was explanted and part of the lead remains in the patient. It was noted that replacement will be done in future. The patient status was reported as ¿alive no injury¿. It was reported a day later that the lead revision happened a day prior and so far so good. The patient had a bilateral lead placement and the left lead looked really good. The manufacturer representative was able to program the patient more vaginally. A follow-up report will be sent if additional information becomes available.

Event description:
.

Manufacturer narrative:
Concomitant products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3 889-28, lot# va059m9, implanted: (B)(6) 2013, explanted: (B)(6) 2014, product type; lead. (B)(4). This device is included in the medical device correction, "unretrieved device fragments models 3093 and 3889 interstim tined lea ds", educational brief/physician communication ((B)(6) 2010).